Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form healthcare provider (hcp) via device manufacturer representative. Partial catheter was left in the patient and tied off. The other portion was thrown away and was not occluded. No further complication was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at concentration of "2000mcg" and dosage of "100 mcg". The indication of use was cerebral palsy and intractable spasticity. It was reported that the patient had increased spasticity. The healthcare provider (hcp) could not aspirate the catheter and replaced it. The diagnostics performed included cap study and catheter revision. There was no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury at the time of the event. No further complication was reported.